Event description:
It was reported by the rep that the surgeon advised rep that he had a pt brought back to surgery because of bleeding following a laparoscopic appendectomy. The surgeon could not clearly identify where the bleeding was coming from but suspected that it was from the appendical artery. The surgeon fired tsw35 once across the meso appendix and once across the appendical stump. The surgeon did not notice any bleeding intra-operatively. The pt was in the hosp for two days. 10/17/2000 this writer contacted the md. The md was using the tsw35 device during a laparoscopic appendectomy. He stated the device worked fine during the procedure. It felt and sounded normal when fired. There was no firing over staple lines and no malformed staples were noted. The md stated he cut the last little bit of tissue, outside of the staple line, with scissors. This area bled and it was touched up with cautery. The abdomen appeared dry when the pt was closed. The md stated the pt developed a post-operative bleed and was brought back to the or. The md stated he never did see the site that was bleeding. The pt did receive 2 units of blood. No add'l info offered.